Event description:
Procedure type: pneumonectomy. According to the rptr, the product was used on a vats pneumothorax. After the surgeon noticed that endo gia r/or 60 4.8mm didn't move further during firing, the endo gia r/or 60 4.8mm wasn't unloaded from endo gia universal instrument. A new endo gia universal instrument was used. There was no bleeding reported by more than 30 mins. There was unanticipated tissue loss.

Manufacturer narrative:
(B)(4).